Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 350 (mg/d) and the cause was unknown. Boluses via the pump was delivered. Reportedly, the history did not initially show the boluses as completed so an additional bolus was delivered by the customer. During troubleshooting with tandem customer technical support (cts), the customer confirmed the boluses were present in the history as completed. Reportedly, the customer overrides the correction boluses and delivers less insulin due to being insulin sensitive. The customer believes they are "guessing" the amount of insulin to deliver for correction boluses. A recommendation was made for the customer to discuss pump settings with a healthcare provider. During a follow up, the customer reported a bg level of 294 (mg/dl) and stated bg level was heading to target.